Event description:
Additional information received reported that the system had not yet been explanted. It was noted that additional communication attempts with the patient were unsuccessful and the physician did not know if the patient was still keeping the device off or not.

Event description:
It was reported that the patient had pain at the pocket and in the groin. The pain became unbearable and the physician switched the stimulator off. With the device off, the patient felt better, and it was decided to explant the entire system. The date had not been decided. The patients status was noted to be alive/no injury. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
Lead: model unk, lot: unk, implanted: unk, explanted: unk. Extension: model 3095-10, serial unk, implanted: unk, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no troubleshooting performed. It was stated that the system was working properly. The explant date was still unknown.